Manufacturer narrative:
The device was inspected and it was found that the tip was fractured and deformed. No relevant manufacturing issues were found. Based on visual inspection and the age of the device (4 years), the possible root cause of the reported event is normal wear and tear due to extensive use.

Event description:
It was reported that; the scrub nurse noticed the osteotome appeared chipped after it was used.

Event description:
It was reported that; the scrub nurse noticed the osteotome appeared chipped after it was used.